Manufacturer narrative:
It was reported that patient underwent posterior and anterior colporrhaphy with graft on (B)(6) 2006 by implanting surgeon to treat recurrent cystocele and rectocele.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent posterior colporrhaphy and anterior colporrhaphy with graft on (B)(6) 2008 to treat recurrent cystocele and rectocele.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2006 a bard pelvisoft biomesh was implanted.

Manufacturer narrative:
Date sent to FDA: 06/21/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced foul urinary discharge, frequency, nocturia, and unusual urinary color. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. (B)(4).

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. After implantation patient experienced pain, infection, urinary/bowel problems, recurrence and vaginal scarring.